Manufacturer narrative:
Manufacturer's investigation conclusion: the report of loose patient cable's connector rubber encasing and cracked bottom housing was confirmed. The mobile power unit, serial (B)(6), was returned for analysis to the european distribution center (edc). Initially, the unit powered up and was found to function as intended. Visual inspection revealed that the patient cable rubber encasing was loose, and the bottom housing was cracked. While troubleshooting the reported issues, tech service staff replaced the bottom housing and the patient cable. Performed preventative maintenance, and then the mpu was subjected to functional testing. The unit successfully passed all test steps and then was returned to the customer site. The analysis was unable to determine the root cause for the (B)(6) damage. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit, and was found to pass all manufacturing and qa specifications prior to being shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit was permanently on a no contact to ground cable.